Event description:
I had right side inguinal hernia open surgery on (B)(6) 2014 and from that very day forward, I have had major complications. My surgeon used a perfix plug and mesh implant on me and there needs to be a recall on this product if there has not already been. Since then, day of surgery I have been in chronic pain. I have bowel complications. I have fevers off and on. Severe abdominal pain. Severe pain if I sit or stand. I have to lay down on my couch or in bed. Complications with walking or going up steps. Severe swelling of stomach. Severe lower abdomen pain at incision site and surrounding area. Nerve damage and numbness. I have mood swings from all the pain. My spouse and I are going through a very difficult time with all of this with me having so many complications and dr appointments. In and out of hospitals and emergency rooms from my complications. This product needs to be taken off the market immediately. This product has the potential to cause death, organ damage and many many other health hazards.